Manufacturer narrative:
On 10/20/1997, the MFR's rep was informed by the oncologist nurse that to her knowledge, no problems have been encountered with replacement device which was referenced (section b.5. As medwatch report #1220923-1997-00013) in medwatch report #12209230-1997-00012 submitted to the FDA on 10/20/1997, prior to the receipt of the above mentioned info. As a result of the info rec'd, this is not a reportable event and medwatch report #1220923-1997-00013 will be reassigned to a reportable incident. Therefore, please note the correction below. Section h.11. Corrected data. Medwatch report #1220923-1997-00012, submitted on 10/20/1997, section b.5. Describe event or problem, line seven read (ref MDR#'s 1220923-1997-00011, 00013, & 00014). Section b.5. Should have read (ref MDR#'s 1220923-1997-00011, 00014).

Event description:
On 09/23/1997, the distributor's sales representative contacted the manufacturer's (MFR's) representative and stated that a customer in her territory was having a problem with this product. The distributor's sales representative was informed by the oncologist's nurse that they have had four events concerning this product. This report concerns the second event. The oncologist's nurse stated the drug being instilled via the device was leucovorin/5fu. Upon infusion, the area around the device site bubbled up and as a result, the device was explanted and replaced with another device. The distributor's sales representative's knowledge, no problems have been encountered with the replacement device. No further details were provided at this time.